Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed in hemostatic valve of steerable guide catheter (sgc) during clip insertion. The clip-sgc assembly was removed from the anatomy. The clip-sgc assembly was replaced with another assembly to complete the procedure. An attempt was made to deploy mitraclip. One gripper was unable to lower during simultaneous and independent gripper actuation. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported clip introducer leak was confirmed due to a tear in the clip introducer silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip introducer leak is due to an observed tear in the clip introducer silicone valve. A cause for the tear in the clip introducer silicone valve could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.